Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a cataract surgery with intraocular lens implantation, the patient experienced corneal edema which was persistent greater than ten days and corneal descement's folds. The corneal edema was slowly resolving. The patient was not hospitalized for this event. Additional information received indicated that the patient¿s eye cleared up after about two weeks and his visual acuity was returned to normal.